Event description:
It was initially reported that an anchor was left in the patient's body during a removal of the implantable neurostimulator, leads, and extensions. It was stated the anchor was too imbedded to remove from the body. It was then reported that the patient had pain at the generator and lead incisional sites and device tract. Intervention included explant of entire system. The patient outcome was noted as resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type accessory; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 3888-45, lot# v742233, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3888-56, lot# v499807, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 3888-45, lot# v706697, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3888-45, lot# v706697, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3550-39, lot# unknown, explanted: (B)(6) 2013, product type accessory; product ID 3550-39, lot# unknown, explanted: (B)(6) 2013, product type accessory; product ID 3550-39, lot# unknown, explanted: (B)(6) 2013, product type accessory; product ID 3550-39, lot# unknown, product type accessory. (B)(4). No device analysis was performed; the devices met risk based criteria.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.